Event description:
Study - this case is a report referring to a 7-year-old male participant from the biomarin study, cerliponase alfa observational study. "On an unspecified date, reported as several years ago, the patient underwent implantation of the intracerebroventricular device (manufacturer not reported, model number not reported). The lot number was not reported." "On (B)(6) 2022, the participant-initiated treatment with brineura (300 milligram, qow, intracerebroventricular use). The lot number for brineura was not reported. The most recent dose was administered on (B)(6) 2025." "On (B)(6) 2025, the patient presented to the emergency department (ed) with a cerebrospinal fluid (csf) leak under the scalp 2 days after the brineura infusion. He had a fever with the large fluid collection underneath his scalp. At times it looked larger and other times it appeared completely resolved. The patient's mother felt that the patient had some pain, but denied any vomiting, abnormal eye movements, or other concerns. It was noted that the reservoir was placed several years ago, so it had likely reached end-of-life and would need to be changed. On (B)(6) 2025, the patient went to the operating room to have the ventricular reservoir exchanged. The severity of the event was grade 3. He had started to develop a pseudomeningocele after infusions, so it was decided to electively change the reservoir as well as the catheter. Post-operatively, the patient was a bit slow to awake and needed to spend the evening in the intensive care unit. However, since that time, he had done well. At the time of this report, the reservoir had already been accessed a few times, and the incision was healing well. No laboratory or diagnostic tests were reported. No action was taken with brineura due to the event. The patient did not miss any infusions and was ready for his infusion on (B)(6) 2025." "The outcome of the event was reported as recovered/resolved on (B)(6) 2025." "The investigator assessed the event of medical device change as related to treatment with brineura and the icv device. No other etiological factors were reported." "The initial start date for treatment with brineura was updated by the investigator from (B)(6) 2022 to (B)(6) 2023. The last dose date was updated from (B)(6) 2025 to (B)(6) 2025." "On (B)(6) 2025, the patient underwent replacement of the intracerebroventricular device (lot # 7459732 and catalog # 82-1617)." Case comment: "patient underwent an exchange of the ventricular reservoir which had leaked under the scalp two days after the last brineura infusion. The device was placed several years prior and needs to be changed after long periods of use. The event is assessed related to the surgically inserted icv device and is not suspected to be related to brineura." Additional information received: "the primary event term was changed to cerebrospinal fluid leakage. The patient experienced cerebrospinal fluid leakage, which is a known complication of icv device use. The causality of event is assessed as related to brineura delivered through an icv device."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d8, d9, g6, h1, h2, h3, h6, h11. The richham reservoir was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the end of life of the device reported by the customer could be due to too many punctures done into the dome of the reservoir. Multiple punctures at the same location can increase risk of tearing. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventative action (CAPA) was initiated and instructions for use (IFU) was updated. Changes done: update of section with catalog number. Update injection section (precaution of 25 punctions max in the dome, at multiples. Locations, to avoid any risk of tearing). Correct ec rep address. Update section about trademarks. Add website.

Event description:
N/a.